Event description:
It was reported that, "the tip of the screwdriver stripped during screw insertion, nothing in the pt."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.